Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the fastthread¿ biocomposite¿ interference, was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/21/2025, a facility representative reported via (B)(4) that (qty. 3) ar-4020c-07 07 x 20 mm fast thread biocomposite vented interference screws were broken. The first screw broke during insertion. Two additional screws from the same lot also failed during an anterior cruciate ligament reconstruction on a patient's left knee. Per the uor report, the fragments were removed and sequestered for analysis. A metal screw was successfully used on the fourth attempt, and the patient was transferred to pacu without further issues.